Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via clinical study that selected patients underwent laparoscopic intraperitoneal repair for incisional hernia and mesh was implanted. Current available outcome data following laparoscopic intraperitoneal onlay mesh repair (ipom) for incisional hernia (ih) are comparable to a limited extent only because of a huge number of variability particularly in surgical technique and use of medical devices. In this prospective observational multicenter cohort study, the impact of a consensus driven standard protocol for ipom was examined, that is mesh fixation with absorbable tacks in double crown technique enforced by additional non-absorbable transfascial sutures at the edges of the mesh along with the use of mesh, on clinical and patient reported outcome measures. A total of 102 consecutive patients were screened for eligibility between september 2013 and october 2014. 85 patients (ih: ehs w1: n=39, w2: n=46) were included into the study. Clinical examination and prom for pain and quality-of-life measure (carolina comfort scale, ccs) were performed at baseline, during hospital stay and at 6 weeks, 6 months and 1-year follow-up. Patient complications included hernia recurrence, seroma, subcutaneous hematoma, superficial surgical site infection, pain, movement limitation, sensation of mesh and surgical intervention. No additional information has been provided.

Manufacturer narrative:
(B)(4). 1. Does the surgeon(s) believe that the ethicon products involved caused and/or contributed to the post-operative complications described in the study? Seroma formation, the number in our study is comparable to pre-existing published results, as a well known complication after laparoscopic ipom/ incisional hernia repair in general is attributed to a number of influencing factors as described in our study. We believe, that the main factor is contributed to the remaining hernia sac. However, hernia meshes may also be involved in seroma formation. 2. Were these events previously reported to ethicon? If so, can you provide complaint numbers. No.